Event description:
It was reported that a malfunction occurred on the pump, indicated by the malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was provided pump reset instructions by technical support, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose.